Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation of overheated turbine, would no longer start, had a burning smell, and a deformed internal duct. There was no reported patient harm or medical intervention. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.